Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician then inserted a pre-dilatation balloon and dilated the vessel. The physician then inserted and successfully deployed a stent. The physician attempted post-dilatation of the vessel and noticed that the occlusion balloon had deflated unexpectedly. The physician completed the procedure without distal protection. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.